Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned product, it was revealed that the guidewire ptfe coating was peeled/scraped along the proximal length between 30cm and 35cm. The coating appeared to be scraped off the guidewire with the torque device collet. The guidewire was separated at 0.8cm from its nitinol distal end and was slightly protruding. The guidewire was stretched and compressed, and slightly bent. Functional testing could not be completed due to the condition of the returned device. Based on returned device analysis and the additional information provided by the customer, the ptfe coating appeared to have been scraped off of the guidewire with the torque device collet. Per the device dfu (direction for use), "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling and product damage, the cause of the ptfe peeling was determined to be failure to follow instructions. Based on the available information, an assignable cause of undeterminable was assigned to guidewire broken/fractured and guidewire stretched, as it is difficult to determine the cause.

Event description:
It was reported that the synchro 'frayed' during case. There were no reported patient consequences due to the event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the synchro 'frayed' during case. There were no reported patient consequences due to the event.